Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that following the completion of a novasure ablation procedure, the patient cavity was viewed via hysteroscopy and two white areas were seen on the fundus. The physician then decided to perform a laparoscopy and discovered two blanched areas on the exterior surface of the uterus. There were no signs of perforation, per the physician. At this time it is unknown if there was a thermal injury to the bowel. No additional information available at this time.